Event description:
Drive devilbiss healthcare was notified of an incident involving a shower chair by an attorney letter alleging that while in use by the end user the shower chair leg broke causing the end user to fall and receive an open wound on his right foot and a fracture of the calcaneus, and required an orthopedic operation to install a plate in the calcaneus with seven screws. Drive devilbiss healthcare is attempting to investigate the incident through cooperation with the end user's attorney.